Event description:
The catheter broke distal to the bifurcation. The catheter was removed without problems. No other info is available.

Manufacturer narrative:
Product implicated is a 5 french dual lumen catheter. Returned for evaluation is the hub with a non-manufacturer extension set. The extension set was discarded. Lot history review was not possible since no lot number was indicated. The catheter separated at the hub-tubing joint. Under 50x magnification, the texture at the break point appears granular and dull, with some spots of jaggedness, these signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not properly secured, it may migrate or inadvertently be broken."